Event description:
It was reported that it was necessary to replace the external pulse generator (epg) while in use due to an unknown reason. Follow-up was conducted for additional information but no more information was available. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, no anomalies were found. (B)(4).